Manufacturer narrative:
The device was not returned. Therefore, an analysis has not been done. Follow-up with the sales rep indicates that she went to the site and discovered that the fuse had blown on the patient interface. The fuse was replaced and the reported issue was resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A biomed representative called medtronic technical services to report that the system was not working and there was no response, even when the electrode was on the nerve. There was no injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.